Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. In addition one photograph of the defect was provided by the facility for evaluation. Visual examination of the returned sample and photo noted brown particulates present on the outside of the tubing toward the end of a micro line 10. The reported defect is confirmed based upon the evaluation. House retains were visually examinated and no defects were found. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brown foreign particles were seen on one of the micro inlets of the transfer set tubing. No patient involvement.